Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the surgeon felt the lens had not been loaded/folded correctly by the tech, so decided not to use the lens. There was pt contact but no injury. Another same model lens was implanted with no problem. The reporter stated it was unk if the lens was damaged. The reporter stated the event was due to a loading error.

Manufacturer narrative:
(B) (4) lens not folded/loaded correctly. (B) (4).